Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2011.

Event description:
Procedure: lobectomy. According to the reporter: after the 3rd firing on a lung blood vessel, when the jaws were opened, it was noticed the tissue was pinched by the center of the cartridge. Additional resection using scissors was done to remove the device.